Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, e the most likely underlying cause for the revision reported is prosthesis wear and fracture and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6), 136-40-53 - novation gxl lnr +5 lat 40mm group 3 cups. (B)(6), 186-03-58 - integrip mh cup sz 58mm. (B)(6), 188-01-11 - wedge plasma x/o sz 11. (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. Multiple MDR reports were filed for this event, please see associated report: 1038671-2022-00533. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 36 months after a left total hip replacement, the patient underwent left hip revision to address prosthesis wear. A post operative op report was provided. Post op diagnosis noted chronically failed total hip arthroplasty due to polyethylene wear. Intraoperatively, the surgeon observed metallosis and synovitis and fragmented polyethylene liner pieces in the joint causing the metallosis. Additionally, the surgeon observed a linear scratch on the surface of the femoral head. Both liner and femoral head components were replaced. It was noted that the patient's weight contributed to a more complex approach and positioning difficulties, intraoperatively. No surgical or this cannot be confirmed from the reported information and the devices were not available for evaluation.